Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the touchscreen became unresponsive. Customer's blood glucose level was 180 mg/dl. Customer delivered a bolus to address blood glucose levels. It was indicated that the customer has a back up pump for continued insulin therapy.